Manufacturer narrative:
Final analysis found that the pulse generator was returned with the atrial lead fully inserted and stuck inside the atrial connector. The lead was eventually removed. Analysis found that it was difficult to insert test leads into the pulse generators atrial and ventricular connector ports and the lead insertion force used to insert the leads was out of specification for the product.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, the pulse generator exhibited a setscrew anomaly. The leads could not be removed from the atrial and ventricular connector ports. The pulse generator was no longer used and new device was implanted.